Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results than the unspecified readings obtained on a competitor's device. The customer noted a downward diagonal trend arrow, indicating that glucose is falling (between 1 and 2 mg/dl per minute). The customer's condition is good; however, it is unknown whether they self-managed to treat themselves. There was no report of death or permanent impairment associated with this event.